Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that post op exam review indicated that most of the electrodes were placed inaccurately compared to planning.

Manufacturer narrative:
It was reported that during the post-op exam review it was found that most of the electrodes placed on the left side of the brain were off at the entry point. It was also found that most of the electrodes were consistently deeper than what was planned. The inaccuracy is confirmed at the entry point: its most probable cause is an incorrect management of the registration step. Indeed, the verification screenshots showed a head shift close to the trajectories but the registration was validated as it is. The electrodes are also all inaccurate at the target point and in depth but the cause(s) cannot be determined. A complete maintenance was performed following this event and the device was found functional and accurate. The device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that post op exam review indicated that most of the electrodes were placed inaccurately compared to planning.